Manufacturer narrative:
Evaluation revealed the locking screw, fully threaded to be the primary product. Information regarding concomitant products is not available. A review of the DHR revealed no discrepancy in material or manufacturing. A physical evaluation was impossible as the device was not returned. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. All relevant information for a comprehensive investigation has been repeatedly requested, but it was not provided. Thus, the investigation is only based on the details given within product inquiry. Based on the available information the exact cause of the event could not be determined, but the reported event is most likely related to a failed freehand locking. However, based on the information given a more precise statement is not possible and the file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. Device was not returned.

Event description:
The customer reported that while he was implanting a t2 recon nail. When he went to insert one of the 5mm locking screws on the locking screwdriver, as he was inserting it, the screwdriver slipped off the screw. Subsequently it damaged the screw hex on top of the head. Therefore the screw could no longer be tightened or extracted. The screw remained in the patient. The customer reported that the problem arose from the most proximal, distal locking bolt being inserted at a very slight angle into the nail. The bolt started to catch on the nail slightly as a result. The bolt passed through to the far cortex but would not progress any further resulting in the bolt being prominent (out of the bone) by approximately 10mm. The customer believes as additional torque was required the screw holding device on the short screwdriver was unable to stay engaged in the bolt and as a result came loose. As it became loose, the screw head became damaged and would not progress further.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that while he was implanting a t2 recon nail. When he went to insert one of the 5mm locking screws on the locking screwdriver, as he was inserting it, the screwdriver slipped off the screw. Subsequently it damaged the screw hex on top of the head. Therefore the screw could no longer be tightened or extracted. The screw remained in the patient. The customer reported that the problem arose from the most proximal, distal locking bolt being inserted at a very slight angle into the nail. The bolt started to catch on the nail slightly as a result. The bolt passed through to the far cortex but would not progress any further resulting in the bolt being prominent (out of the bone) by approximately 10mm. The customer believes as additional torque was required the screw holding device on the short screwdriver was unable to stay engaged in the bolt and as a result came loose. As it became loose, the screw head became damaged and would not progress further.